Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 150 mg/dl, 50 mg/dl and 35 mg/dl (system 1)and 88 mg/dl (system 2). No serious injury reported. Requested return of suspect device for evaluation.